Event description:
It was reported to medtronic minimed that the customer reported broken/damaged inpen and having the issues. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed, and the inpen replacement initiated.. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elpkna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to injection foot, cartridge holder, and inpen front shell. Dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. Also found dose dial indicator fading/worn off. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen received missing injection button it's difficult to dose normally due to broken off injection button. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Inpen passed front cap investigation. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Inpen received with no physical damage to injection foot. Therefore, the customer concern of injection foot being damaged could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.